Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that two infusion set fell off during use within 24-48 hours of insertion between (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.